Manufacturer narrative:
Method: medical review. Results: medical review: os: reportedly iol (15 d) was explanted and exchanged for another iol of the same model but different power (13.5d) two weeks postoperatively to address patient dissatisfaction with visual acuity. No reported problem with the lens or loss of bcva. According to the report the most likely cause of the event was wrong lens choice ("mispowered lens") and was not attributed to the lens labeling but to the pre-op miscalculation. Since there was no reported loss of bcva this event did not constitute a serious injury and the lens exchange was done to address patient preference for refractive error correction. (B)(4).

Manufacturer narrative:
Device history record review: after performing a review of the device history record and a root cause analysis, the most likely root cause of this complaint is the wrong lens power choice by the surgeon. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens in the patient's left eye. A 15.0 diopter lens was implanted. The patient complains of blurry, decreased vision due to poor vision from a mispowered lens, the lens was explanted and exchanged for a 13.5 diopter, same model. The previously created self-healing incision was extended, the optic was cut and the fragments were retrieved from the eye. Another cc4204a with a 13.5 diopter was folded and implanted. The sutureless incision was watertight. The reporter stated it was not due to a mis-labeled lens. The correct power was not used and lens did not work for the patient.

Manufacturer narrative:
Pt weight: unk. Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: visual inspection of the returned product found half of lens. Half of lens optic and half of both haptic torn off and missing. Lens was returned in liquid. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found. Conclusion: (no device failure): based on the complaint history, a lens work order search and the evaluation of the returned product, it has been determined that the root cause of this event was not due to the device. A wrong power lens was implanted and did not work for the patient. Another cc4204a with a 13.5 diopter was implanted. (B)(4).